Manufacturer narrative:
A pre-analytical issue was identified. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit. The root cause was due to a component failure and a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The chol2 reagent lot number was 81373701 with an expiration date of 30-apr-2025. The calibration and qc were acceptable. The alarm trace did not show any abnormality on the day of the event. The field service engineer decontaminated the cuvette wash water line (rinse station), cleared blockages from the detergent tubing, and adjusted wash levels. He also found that the sample probe purge tubing was punctured and replaced it. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with cholesterol gen.2 (chol2) assay on a cobas 4000 c311 stand alone system. Initial result: 525 mg/dl. Repeat result: 176 mg/dl. No questionable result was reported outside the laboratory.